Event description:
The patient reported that in 2006, during the day, she began to experience symptoms of high blood glucose (frequent urination and extreme thirst). Her blood glucose values were reported to be 567 mg/dl. Her normal range is 100-130 mg/dl. She stated that she checked her infusion device and the screen was blank. She reported that she changed the power pack and administered a bolus to reduce her blood glucose. No medical assistance was required. No product is being returned.

Manufacturer narrative:
Product not returned for evaluation.